Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a complete se stent to treat a lesion on axillary vein. The lesion exhibited no vessel calcification and slight tortuosity. The device was removed from its packaging as per IFU, prepped and inspected with no issues noted. No resistance was encountered when advancing the device. No excessive force was used during delivery . The stent did not pass through a previously deployed stent. After the stent was deployed the stent deliver system was removed. It was reported to be hard to remove the device and the tech had to noticeably pull to get it out. Pta balloon was inserted and post dilation of the stent was performed. Then the tip was noticed on the wire distal to the stent. Retrieval of the tip was attempted but it came off the wire and progressed further into the patient. The detached portion of device remains in the patient.